Event description:
At end of vitrectomy procedure, smoke was noted coming from the vitrectomy unit. The top of the machine appeared to be warping. The surgeon appeared to be warping. The surgeon had just completed the procedure, therefore, this pt's outcome was not impacted by this situation.